Event description:
Reportable based on device analysis completed on 27-oct-2018. It was reported that the device could not cross the lesion. The 90% stenosed target lesion with a length of 15mm and diameter of 4.55mm was located in moderately tortuous and seriously calcified right coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, the device could not cross the lesion and no response when the balloon was dilated. No complications reported and patient is stable. However, device analysis revealed due to distal end of the sheath is torn/separated and is twisted onto the burr. Device eval by manufacturer: returned product consisted of a rotalink burr catheter. The handshake connection, sheath, coil and burr were microscopically and visually examined. The coil is stretched and kinked at the handshake connection. There are numerous sheath kinks. The distal end of the sheath is torn/separated and is twisted onto the burr. The sheath was able to be cut off of the burr during analysis. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.